Event description:
It was reported that the field representative had difficulty interrogation the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple interrogations were performed using the 60/60 protocol. During these attempts, audible beeping from the implanted device was noted. Several standard troubleshooting was performed to rule out environmental or system-related interference. These included performing interrogation in an empty room, disconnecting nearby electronic equipment, and attempting interrogation with multiple programmers. Technical services provided troubleshooting recommendations and if no interrogation can be made with multiple programmers it was recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative had difficulty interrogation the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple interrogations were performed using the 60/60 protocol. During these attempts, audible beeping from the implanted device was noted. Several standard troubleshooting was performed to rule out environmental or system-related interference. These included performing interrogation in an empty room, disconnecting nearby electronic equipment, and attempting interrogation with multiple programmers. Technical services provided troubleshooting recommendations and if no interrogation can be made with multiple programmers it was recommended to replace the device. At this time, the device remains in service. No adverse patient effects were reported.